Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted through an outreach program to discuss issues he was having with his insulin pump. When asked about device malfunctions or adverse events, customer simply stated he already reported them. No record of any malfunctions or adverse events was found relating to customer. Customer was called back and when asked what the adverse even was, he stated that he had high blood glucose. Customer declined to provide any further information. He said he returned the device and everything a few weeks ago. Nothing further reported.